Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an upper blepharoplasty procedure on an unknown date and suture was used. The patient developed an infection at the surgical site. The suture was removed and the site was cleaned. Additional information has been requested.